Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the lead placement. To address the issue, patient underwent surgical intervention on (B)(6) 2026 wherein the lead was repositioned. Therapy was restored post-op.